Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was inflated following the insertion of a urinary catheter. The balloon leaked, so the catheter came straight out. Nothing is identified as preventing future incidents. The catheter was replaced with another at the time of this incident.

Manufacturer narrative:
The reported event is confirmed manufacturing related. Visual evaluation noted received 1 all silicone foley catheter attached to the urine meter bag with label. Upon inflation using in house syringe and 10ml mbs and solution immediately leaked out of drainage lumen causing lumen to lumen leak. Therefore, the reported event is confirmed and does not meet specifications which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter balloon was inflated following the insertion of a urinary catheter. The balloon leaked, so the catheter came straight out. Nothing is identified as preventing future incidents. The catheter was replaced with another at the time of this incident.